Manufacturer narrative:
Follow-up received on 30-apr-2016: quality-safety assessment of ptc: ptc global number: (B)(4). For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Based on the available information no product quality defect was confirmed. In summary, there is no reason to suspect a causal relationship between the reported medical event and a quality defect. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on (B)(6) 2016 for the following meddra preferred term: pelvic pain. The analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Company causality comment: this non-medically confirmed, spontaneous case report; refers to a (B)(6) female consumer who had pain 2 years after essure (fallopian tube occlusion insert) insertion. According to the report, she required hospitalization and the event led to disability and was life-threatening. The reported event is listed according to essure's reference safety information. During and after essure insertion, abdominal, pelvic and uncharacterized pain may occur. In this case, limited information was provided. However, considering event's nature and in the lack of an alternative explanation; causality with the suspect insert cannot be excluded. Due to the hospitalization and disability mentioned; this case was considered an incident. Based on the available information no product quality defect was confirmed. In summary, there is no reason to suspect a causal relationship between the reported medical event and a quality defect.

Event description:
This is a spontaneous case report received from a (B)(6) female consumer via regulatory authority ((B)(4)) in (B)(6) on (B)(6) 2016 who had essure (fallopian tube occlusion insert) inserted. Consumer, who has as concomitant disease hypothyroidism; reported pain two years after essure implantation, she required hospitalization and it has led to persistent disability or serious and life-threatening, according to the notification received. The event was considered as related by the consumer. Company causality comment: this non-medically confirmed, spontaneous case report; refers to a (B)(6) female consumer who had pain 2 years after essure (fallopian tube occlusion insert) insertion. According to the report, she required hospitalization and the event led to disability and was life-threatening. The reported event is listed according to essure's reference safety information. During and after essure insertion, abdominal, pelvic and uncharacterized pain may occur. In this case, limited information was provided. However, considering event's nature and in the lack of an alternative explanation; causality with the suspect insert cannot be excluded. Due to the hospitalization and disability mentioned; this case was considered an incident. A product technical analysis is being sought.

Manufacturer narrative:
Data correction: the product code knh was replaced with hhs.